Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels ranging from 430 mg/dl to 525 mg/dl and it was addressed with manual injections. Reportedly, the customer has seen air bubbles/gaps in the tubing. However, there were no air bubbles in the tubing at the time of the report. It was noted that the customer was not performing the air removal technique when filling a cartridge with insulin.